Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that during a device replacement procedure, the implanting physician was unable to engage the right atrial (ra) lead within the replacement device's header block, despite repeated attempts. The implantable cardioverter defibrillator (ICD) was replaced with a new device. No patient complications have been reported as a result of this event.